Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burn on the distal cover was traced to component failure, and the cause of the white residues on both sides of the air water channel could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a burn on the distal cover and white residues on both sides of the air water channel. There was no patient involvement.